Event description:
This is the first of three devices reported to malfunction during this event. Refer to manufacturer report #s 3005099803-2009-00058 and 3005099803-2009-00059 for details regarding the other two devices. It was reported to boston scientific corporation that a hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the tome was extracted over the wire, then the balloon was placed over the wire. When removing the balloon out of the duct, while the wire was being pulled back by the nurse, the wire seemed to hang up and the area of the yellow and black jacket was stripped down over the core wire. Both devices were removed together out of the scope. The procedure was not completed due to the pt developing pancreatitis and sent to surgery.

Manufacturer narrative:
(Pancreatitis). (Jacket stripped down over core wire). The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received at the manufacturer's investigation site. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.